Event description:
The patient was admitted for a procedure on (B)(6) 2009 with a de novo, totally occluded lesion in the mid left anterior descending branch. The lesion was pre-dilated and a 2.5 x 28mm cypher select plus stent could not cross the tortuous, calcified lesion. There was "huge" resistance during the advancement of the delivery system. The physician decided to retrieve it and after awhile noticed that the stent was partially dislodged. The physician decided to retrieve the stent delivery system fully. The stent was then retrieved out of the left main into the aorta, still over wire. Finally the whole unit was retrieved up till the sheath mouth in the common iliac artery. The procedure was completed by further dilating the lesion with a bigger balloon at high pressure. It was noted that the patient also developed septicemia (generalized infection) two to three weeks later. The patient is now in stable condition.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a cypher stent dislodged during an attempt to deliver the stent to the lesion. The indication for the procedure and the patient's medical history is unknown. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo and totally occluded, tortuous and calcified. The lesion was pre-dilated followed by the delivery of a 2.5mm x 28mm x 28mm cypher select plus stent. The stent could not cross the lesion due to the tortuosity and calcification. According to the site there was "huge" resistance during advancement of the delivery system. The physician decided to retrieve the stent and after awhile noticed that the stent was partially dislodged. The site indicated that negative pressure had been applied to the stent prior to delivery to the lesion. The physician decided to retrieve the stent delivery system fully. The stent was then retrieved out of the left main into the aorta, still over wire. Finally the whole unit was retrieved together up to the sheath mouth in to the common iliac artery. The procedure was completed by further dilating the lesion with a bigger balloon at high pressure. There was no report of injury to the patient and the device was returned for analysis. One non sterile cypher select + 2.50mm x 28mm was received coiled inside a plastic bag. The shaft was kinked and bent. The stent was not received. Residues of inflation medium were observed in the inflation lumen and balloon. The distal area of the balloon was unfolded. The crossing profile of the stent could not be measured since no stent was received. During microscopic analysis marks of crimping and bumping could be observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent dislodged was confirmed through failure analysis since the stent was not received. Review of the information provided suggests that procedural factors (inflation medium in the balloon, and applying negative pressure) and/or vessel/lesion characteristics may have contributed to the reported event.